Event description:
The pt was seen in clinic. The pump logs revealed a motor stall with no motor stall recovery on (B) (6) 2009. The pump was stopped. The hcp planned to explant the product in (B) (6) 2009. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).